Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the interior superior vena cava defibrillation cable developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The right ventricular defibrillation coil was fractured at the 1st rib/clavicle location. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The analysis noted that the lead was failed screening test. /conductor fractured and inner insulation breached in vivo was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead that was previously capped and not active was extracted and returned to the manufacturer due to an infection. The lead was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.